Event description:
It was reported that the lesion was a proximal to mid right coronary artery (rca) concentric lesion with 90% stenosis and mild calcification. After predilation during deployment of the zeta, a dissection was noted at the distal end of the stent. A 3.5 x 15mm zeta was used to cover the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is a known adverse event listed in the rx zeta instructions for use. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.